Event description:
The pt experienced an infection in the left chest area of the device. The pt was hospitalized after the event. Both valves were explanted. New valve has not been implanted and the pt is reported as having a temporary catheter.